Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. The peritonitis event was manifested by a fever. The patient was hospitalized as an outpatient for the event. During the hospitalization, the patient was treated with vancomycin (intravenous, dose, frequency, and duration not reported) and tazecef (intravenous, dose, frequency, and duration not reported) for peritonitis. One day after hospital admission, the patient was discharged and the vancomycin and tazecef treatments were changed to intraperitoneal route. At the time of this report, the patient had recovered from the peritonitis event and dianeal therapy was ongoing. No additional information is available.